Event description:
At charging stage, a noise was heard at the mechanism level. The biopsy could not be done. A second procedure was done causing pain, sickness and haematoma to the patient.

Manufacturer narrative:
Information has been forwarded to the manufacturing facility for investigation. Results of investigation are pending. Follow-up report will be filed.